Event description:
As reported, when clearing sample blood from line and lass port as per instruction for use with this pressure monitoring set with vamp, pressurized saline with blood contaminant (1ml approx.) Splashed into the nurse's eye. The blood was not contaminated with an infectious disease, however, the nurse needs monthly blood tests to ensure no blood disease transmission. The possibly related lot numbers will be removed from the hospital and replaced with different lot numbers. The patient demographics were not available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Based on further engineering evaluation and as per customer report, the leakage reported might be related to incorrect use of the marvelous valve since during the product evaluation no defect was found and since it was found that there are no manufacturing or design factors related to the issue. The defect is most likely related to the insertion technique and the use of marginal compliant luer syringes during use of the device.

Manufacturer narrative:
One pressure monitoring set with vamp jr. Was received by our product evaluation laboratory for a full examination. The report of leakage was not able to confirmed during evaluation. All connections were received tight and secured. It was able to prime throughout the kit without indication of occlusion or flow restriction. Simulated use test was performed to the vamp jr., no leakage or air aspiration was observed during simulated use test per IFU recommendations. It was recommended by IFU to move the plunger of vamp jr. At rate of "approximately 1 ml every 10 to 15 seconds" during aspiration "(approximately 30 to 45 seconds to fill the reservoir to capacity)". After aspiration, vamp jr. Plunger was pushed back into the reservoir, no leakage was found from the entire kit during simulated use test per IFU recommendations. It was recommended by the IFU to push the reservoir plunger to the closed position by approximately 1 ml every 10 to 15 seconds(approximately 30 to 45 seconds to empty a filled vamp jr. Reservoir). No leakage was observed from the entire kit during leak test. Dpt zeroed and sensed pressure accurately on pressure monitor. No visible damage was observed from the kit.

Manufacturer narrative:
It was further informed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the two potential lots involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. For lot 64444209: the manufacturing date jun 13th 2022; expiry date jun 12th 2024. For lot 64311546: the manufacturing date may 23th 2022; expiry date may 22nd 2024.